Event description:
It was reported that the user found that there was no syringe inside the tray, prior to opening the package.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found no syringe inside tray. All components inside the tray were in good condition. Sample was classified as manufacturing related.the reported event could happen due to operator error-mishandling during packaging the product. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ [shape, configuration and principles] bard®i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found that there was no syringe inside the tray, prior to opening the package.